Event description:
Caller reported advantage system blood glucose results of 329 mg/dl, 138 mg/dl, and 66 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.